Event description:
Information received indicates the head section will not lower electrically or by using the CPR function.

Manufacturer narrative:
The tech found that the head limit switch cam was disconnected from the rod. The tech reconnected the cam to the rod to repair the bed.